Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 19-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the display unit (touch screen monitor), upgraded the instrument software from v1.35 to v1.36s. Customer ran daily check, instrument passed. Instrument is functioning without any errors. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial (B)(4) from 18-dec-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under safety precautions states to contact the authorized representative prior to removal of equipment from use for repair or disposal. The most probable cause of the issue is due to customer spilled liquid on the display unit.

Event description:
On (B)(6) 2018, a customer reported there is moisture inside the monitor screen for aia-360 instrument. Customer stated screen is non responsive and may have compressed air inside. Also stated some wash spilled over the monitor. Technical support specialist instructed customer to shut down the instrument, clean and dry the screen. Customer was asked to use compressed air to dry screen and leave instrument off till the next day. Customer was asked to monitor screen if not dry, field service engineer (fse) will be dispatched to replace monitor. The customer is unable to run patient samples for ipth (intact parathyroid hormone) which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) will be dispatched to address the reported event.